Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The water drainage on the objective lens was poor due to the clogging of foreign material in the air/water nozzle. The angulation was insufficient due to the stretch of the angle wire. There was play in the angulation control knob due to the stretch of the angle wire. There was a defect in the zoom function of the device. The adhesive of the bending section rubber was cracked. The resin of the universal cord was floated. The endoscope connector, distal end, and insertion section were damaged. The objective lens was cracked. The amount of light emitted from the distal end was reduced. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by insufficient reprocessing or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the air/water nozzle was clogged with foreign material. There was no report of patient injury associated with the event. Olympus medical systems corp.(omsc) determined that the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure.